Manufacturer narrative:
This report was originally filed in error as the reporter indicated this was a duplicate complaint. The original complaint is under report number 3009211636-2015-00168. This complaint will be closed.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the y joint of the catheter was cracked, there was blood leaking when conducting hemodialysis. The surgeon pulled and replaced the catheter with another one. Patient involved without injury. The patient is in good condition. The sample will be returned for investigation.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.